Manufacturer narrative:
He customer reported that the unit was in use on the patient, but no patient harm was reported.

Event description:
The customer reported that the unit was getting a pressure sensor autozero failed alarm. The customer reported that the unit was in use on the patient, but no patient harm was reported. Patient information was requested from the customer, but no response was received at this time. The customer contacted product support and reported this happened 3 months ago and replaced solenoid 3 and 4, and now the issue is back. The customer advised proximal pressure sensor autozero failed error in the significant event logs. Product support advised suspecting the data acquisition (da) pcb per the service manual. The customer was provided with a part ID for the data acquisition.

Manufacturer narrative:
G4:01apr2021 b4:(B)(6)2021 the biomedical engineer replaced the flow sensor assembly, and the issue is resolved.